Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation- uterus/ migration of essure device location of device: uterus'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), blood loss anaemia ('bleeding- anemia') and device expulsion ('migration of essure device location of device: uterus') in a 43-year-old female patient who had essure (batch no. 808914) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section and bacterial infection. Concurrent conditions included colicky, ovarian cyst, swelling, perineal pain nos, bacterial vaginosis and fever. Concomitant products included ibuprofen, levofloxacin (levaquin), progesterone (progestin) and tranexamic acid (lysteda). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced tooth disorder ("dental problems"). In 2014, the patient experienced pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain/lower back pain"), vaginal discharge ("vaginal discharge") and abdominal distension ("bloating"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia (seriousness criterion medically significant), depression ("psych injury/psychological or psychiatric problems condition: depression") and vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)"). In (B)(6)2018, the patient experienced anaemia ("blood heart disorder/condition type: anemia") and fatigue ("fatigue"). In (B)(6) 2019, the patient experienced vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection") and cystitis ("bladder infection"). On (B)(6) 2019, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 6 years 9 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), blood loss anaemia (seriousness criterion medically significant), metrorrhagia ("metrorrhagia (bleeding between (b/w) periods"), migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and salpingectomy, hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, depression, vaginal haemorrhage and headache outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, blood loss anaemia, metrorrhagia, vaginal infection, urinary tract infection, vaginal discharge, cystitis, anaemia, migraine, device expulsion, tooth disorder, fatigue, abdominal distension and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, back pain, blood loss anaemia, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date -(B)(6) 2019 patient received treatment for pelvic pain, abdominal pain ,dysmenorrhea (cramping), back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),anemia, metrorrhagia (bleeding between (b/w), psych injury, migration/perforation- uterus, vaginal infection urinary tract infection, vaginal discharge and bladder infection. Insertion details-left side- 03 coils, right side- 06 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmation test(s) (unspecified) test bilateral occlusion. Concerning the injury reported in this case, the following ones were described in patient medical record conforming-pelvic pain bloating,dysmenorrhea, menorrhagia, metrorrhagia, vaginal bleeding. Most recent follow-up information incorporated above includes: on 9-oct-2019: pfs and mr received-new event vaginal bleeding, anemia, dental problems, migraines, headaches, depression, bloating, hair loss, were added lawyer was added, patients demography was added. Concomitant drug and condition was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation- uterus/ migration of essure device location of device: uterus'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), device expulsion ('migration of essure device location of device: uterus') and blood loss anaemia ('bleeding- anemia') in a 43-year-old female patient who had essure (batch no. 808914) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section and bacterial infection. Concurrent conditions included colicky, ovarian cyst, swelling nos, perineal pain, bacterial vaginosis and fever. Concomitant products included ibuprofen, levofloxacin (levaquin), progesterone (progestin) and tranexamic acid (lysteda). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced tooth disorder ("dental problems"). In 2014, the patient experienced pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain/lower back pain"), vaginal discharge ("vaginal discharge") and abdominal distension ("bloating"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia (seriousness criterion medically significant), depression ("psych injury/psychological or psychiatric problems condition: depression") and vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)"). In (B)(6) 2018, the patient experienced anaemia ("blood heart disorder/condition type: anemia") and fatigue ("fatigue"). In (B)(6) 2019, the patient experienced vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection") and cystitis ("bladder infection"). On (B)(6) 2019, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 6 years 9 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), blood loss anaemia (seriousness criterion medically significant), metrorrhagia ("metrorrhagia (bleeding between (b/w) periods"), migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and salpingectomy, hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, depression, vaginal haemorrhage and headache outcome was unknown and the dysmenorrhoea, menorrhagia, device expulsion, blood loss anaemia, dyspareunia, pelvic pain, abdominal pain, back pain, metrorrhagia, vaginal infection, urinary tract infection, vaginal discharge, cystitis, anaemia, migraine, tooth disorder, fatigue, abdominal distension and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, back pain, blood loss anaemia, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date -(B)(6) 2019 patient received treatment for pelvic pain, abdominal pain ,dysmenorrhea (cramping), back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),anemia, metrorrhagia (bleeding between (b/w), psych injury, migration/perforation- uterus, vaginal infection urinary tract infection, vaginal discharge and bladder infection. Insertion details-left side- 03 coils, right side- 06 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmation test(s) (unspecified) test bilateral occlusion. Concerning the injury reported in this case, the following ones were described in patient medical record conforming-pelvic pain bloating,dysmenorrhea, menorrhagia, metrorrhagia, vaginal bleeding lot number: 808914 manufacturing date: 2010/12 expiration date: 2013/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation- uterus'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and blood loss anaemia ('bleeding- anemia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), metrorrhagia ("metrorrhagia (bleeding between (b/w) periods"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge") and cystitis ("bladder infection"). The patient was treated with surgery (surgery for essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation and psychological trauma outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, blood loss anaemia, metrorrhagia, vaginal infection, urinary tract infection, vaginal discharge and cystitis had resolved. The reporter considered abdominal pain, back pain, blood loss anaemia, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2019. Patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),anemia, metrorrhagia (bleeding between (b/w), psych injury, migration/perforation- uterus, vaginal infection urinary tract infection, vaginal discharge and bladder infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: confirmation test(s) (unspecified) test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received. Reporter information updated. Previously reported event injury was replaced with new events: pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), anemia, metrorrhagia (bleeding between (b/w), psych injury, migration/perforation- uterus, vaginal infection urinary tract infection, vaginal discharge and bladder infection. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.